Manufacturer narrative:
The zoom 45 catheter was returned for investigation. Upon investigation it was determined that shaft breakage occurred at the distal end of the catheter. Investigation demonstrated stretching and kinking along the distal segment. The proximal segment of the zoom 45 was observed to have a section of stretched outer jacket at the break location. Based on the information provided and device investigation the exact root cause could not be determined. The manufacturing records for the zoom 45 were reviewed, and demonstrated the product met all the design and manufacturing specifications.

Event description:
A 66-year-old female patient was undergoing a thrombectomy procedure to treat an occlusion in the left m2. A competitor's balloon guide catheter was advanced and parked at the proximal internal carotid artery (ica). The physician advanced the zoom 45 aspiration catheter to the face of the clot. During clot retrieval on the first pass, the physician felt resistance on the zoom 45 while pulling it back inside the guide catheter. The physician noticed a kink in the competitor's guide catheter- approximately 15cm from the distal tip. After applying more retrieval force, the physician felt the resistance give way and was able to remove the zoom 45 catheter from the patient. In a follow-up angiography the physician noticed that a portion of the zoom 45 catheter was still in the patient. The location of the break on the zoom 45 was not specified. A snare was used to successfully capture the zoom 45 piece and remove it from the patient's body. Following the removal of the competitor balloon guide catheter, the physician proceeded the case with different competitor guide catheter. However, the replacement guide catheter also kinked approximately 15cm from the distal tip. The patient's anatomy was found to be tortuous. After spending hours on the procedure and the second guide catheter kinking at a similar location, the physician decided to abort the case. The patient was reported as stable, and no patient sequelae were reported.